Manufacturer narrative:
Zoll has not yet received the autopulse lifeband for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use in the intensive care unit, it was reported that the lifeband broke (in the middle of the gray band). There was no error message displayed at the time of the event. Following the reported issue, manual CPR was performed for approximately 35 minutes. However, according to the reporter, due to the patient's unresolvable pulseless electrical activity (pea), the attending physician subsequently pronounced the patient; the cause of death was acute myocardial infarction (ami). Per reporter, there may be some indication that the lifeband was possibly twisted at the time of the event; however, the attending health care team did not notice its position. As indicated by the reporter, that patient was hospitalized due to ami and the reported event did not attribute to the patient's passing.

Manufacturer narrative:
The lifeband (l/n unknown) was returned to zoll for evaluation. The customer's reported complaint of twisted lifeband is confirmed during visual inspection. Visual inspection of the returned lifeband was performed and found the band was twisted, worn out and cut. The probable root cause is the lifeband was twisted prior to installing on the autopulse platform and got jammed in the roller/skirt area and got cut while the platform was performing compressions. The autopulse user guides warns the user to not strap across, or otherwise constrain, the lifeband. Constraining the movement of the lifeband can damage or break the lifeband. Additionally, the user guide also provides the following caution - make sure that the lifeband is not twisted before automatic compressions begin.